Event description:
Report received of cassette alarms. The tubing set was primed with an unspecified hydration solution and the cassette was placed into the pump. When the nurse turned the control knob to the set rate position, the pump alarmed "cassette". Several unseccessful attempts were made to clear the alarm condition using the same tubing set, but different pumps. The nurse reportedly changed the tubing set and the alarm condition was resolved. Ther were no reported adverse patient effects and no medical interventions were required.